Manufacturer narrative:
The pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose was 170-368 mg/dl. Customer over filled cartridge with insulin. Reportedly, the customer loaded new cartridge successfully and received an accurate fill estimate.